Manufacturer narrative:
(B)(4). A third party service agent advised the customer the device was out of warranty and could not be repaired. The device was not returned to physio-control for further evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.